Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not complete the load process and the pump did not alarm that insulin was not being delivered. Due to no insulin being delivered, the customer become heavily ketonic. During a follow-up, it was reported the customer experienced an elevated blood glucose (bg) level in the 480's mg/dl range due to this issue. A correction bolus via the pump was delivered and an increase to the customer's temporary basal rate was made to address the bg level. Tandem technical support educated the customer in regards to the cause of the issue.